Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2009 in fdi 26 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and swelling. No further patient complications were reported.